Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. A systems check was completed and no issues were identified. Reportedly, the customer reverted to a back up pump for insulin therapy.